Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cord pulling away from the motor was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a pin pushed back in the connector and the device had low rotations per minute (rpm's). It was determined that this was due to the connector not being properly aligned and being forced into the female connector when plugging it into console. It was determined that this is what caused the low power. It was further determined that the flex circuit was damaged due to immersion / sterilization procedures not being followed properly. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hose was pulling away from the motor on the motor device. During in-house engineering evaluation, it was found that there was a pin pushed back in the connector and the device had low rotations per minute (rpm's). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.